Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. A request for additional information has been sent to dr. (B)(6) and field service engineers. No more information was provided yet. The field service engineer does not remember having a bug or it was necessary to restart the database.

Event description:
An employee of zimmer biomet robotic reported the following event: "I went to see spine surgeries at (B)(6) hospital this friday, and the doctor (B)(6) who was assisting dr. (B)(6) asked us about a bug of rosa one brain. She would have encountered this problem a first time at (B)(6) hospital (in the presence of the field service engineer) then at (B)(6) hospital (in the presence of the field service engineer). This comes after the surface registration; the calculation fails while everything is correct and then there was an obligation to turn off the database and create a new patient file."

Manufacturer narrative:
Doctor (B)(6) reported a bug of (B)(6) one brain for which it was necessary to restart the database / create a new patient record. According to her, she encountered this problem at (B)(6) and (B)(6) hospital in the presence of the field service engineers. First, an email was sent to (B)(6) and (B)(6) fse to confirm if they are aware about the event. No more information was provided by the fse¿s as they do not remember having a bug or a complaint for the surgeon for which it was necessary to restart the database / create a new patient record. As mentioned by the field service engineer, dr. (B)(6) is not trained to use the device. Therefore, it was legitimate to contact the surgeon who currently use the device to confirm whether he is aware about the event or not. The surgeon confirmed us by email on 05 feb 2020 that it never happen to him a bug or it was necessary to restart the database / create a new patient record. Corrected data: - b4 date of this report; - g4 date received by manufacturer; - h2 if follow-up, what type; - h3 device evaluated by manufacturer; - h6 event problem and evaluation codes; - h10 additional narratives/data.

Event description:
An employee of zimmer biomet robotic reported the following event: I went to see spine surgeries at (B)(6) hospital this friday, and the doctor (B)(6) who was assisting dr. (B)(6) asked us about a bug of (B)(6) one brain. She would have encountered this problem a first time at grenoble hospital (in the presence of the field service engineer) then at (B)(6) hospital (in the presence of the field service engineer). This comes after the surface registration; the calculation fails while everything is correct and then there was an obligation to turn off the database and create a new patient file.